Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. Insulin pump had an intermittent button response noted due to corroded keypad traces. Insulin pump had moisture damage on motor assembly noted during visual inspection. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported exposure of fluid in the insulin pump due to jumping in the swimming pool. Customer also states that there is a battery out limit. The blood glucose reading is 242 mg/dl. Nothing further reported.